Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05060 / 05062).

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010, due to two fractured peripheral screws. All components were removed and replaced. Patient was revised to a hemiarthroplasty on (B)(6) 2013, due to a fractured peripheral screw and central screw.